Manufacturer narrative:
B4:(B)(6) 2021 . Additional information was received indicating that the reported issue was found during preventative maintenance. Based on this information, it has been concluded that this is not a reportable event. This unit was sent to the bench repair. The bench tech found the navigation ring not functioning, the bottom case at the leg is broken, the cpu cover at the leg is bent, fan guard and filter are missing. The air inlet filter is dirty. As normal, the screen will flicker when selecting any tabs at the bottom of the screen. The fse replaced the whole bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. No parts were returned but previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit's screen flickers, when setting a value screen is flickering. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit nav-ring is not moving. The biomed reported this issue was discovered during the unit performance verification testing. Further information is pending.